Event description:
Plaintiff alleges sensitization to latex leading to increased health risks including the possibility of anaphylactic reactions to latex products. Plaintiff further alleges that as a result of sensitization plaintiff has suffered substantial injury, pain and suffering as well as economic loss. Plaintiff's spouse alleges loss of consortium.